Event description:
Noise appeared on lead during a follow up. Postural testing could recreate the noise and noise was on the threshold test while the patient was sitting. Thresholds and impedances are stable. Lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.